Event description:
Event description guidant received information that a programmer did not recognize this implantable cardioverter defibrillator (ICD) when attempting to interrogate. Later, when attempting to interrogate with another programmer, a red screen was displayed, which stated brady and tachy have been disabled. The device was returned for analysis.